Event description:
A peritoneal dialysis (pd) patient contact reported to (B)(6) customer service that the micropore surgical tape irritates the patient's skin. There was patient involvement, and adverse event was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).